Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer did not know her blood glucose at the time of the alarm, and the customer's most recent blood glucose was 408 mg/dl. The customer stated that she changed the battery when she first received the button error, and the insulin pump seemed ot work. However, she stated that she needed to give herself a correction using the insulin pump, but now none of the buttons worked. The customer did not observe any significant events leading to the alarm or keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.